Manufacturer narrative:
The investigation into the automated impella controller (aic) broken purge disc retainer has been completed. The product was returned. Logs were irrelevant to this complaint as the clinical staff only reported that the consoles purge retainer broke off during removal of purge cassette and disc. The console was tested. Upon examining for any visible defects, it was evident that the blue purge disc retainer was broken. The root cause of this issue was a broken blue purge disc retainer.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While the patient was on support, the customer was removing the purge cassette, purge disc, and the blue retainer that contains the purge disc popped off the automated impella controller. The device was swapped out. There was no patient harm.